Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument could not be straightened to be removed. The instrument was straightened after attempting to use a wrench tool to remove instrument. A new instrument was opened, and the tip was compared to verify no damage. No damage noted. The patient also checked for any foreign body by surgeon. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection external and internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests and inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results.